Event description:
Caller reported that the pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to confirm the pump was not plugged in and to press the button, but the display did not turn on. Further attempts to turn on the pump, including plugging it into a power source, were unsuccessful. Technical support noted the led was blinking red and the pump was vibrating. The customer, who did not use fsl2+ sensors, was advised to use multiple daily injections as backup therapy. The warranty was confirmed active, and a replacement pump with updated software was arranged for delivery. Customer was given instructions to return the faulty pump to avoid charges and understood the need to program settings and connect their cgm to the new pump.